Event description:
Customer reported strip pads coming off.

Manufacturer narrative:
Customer reported loose pads found in the strip provider module (spm). There are no reports of erroneous results generated or reported out of the lab. The reason for loose pads is under investigation.